Event description:
The home patient's (hp) nurse reported that during the night while the hp was sleeping, the cap fell off the transfer set. There was no patient injury or medical intervention reported.